Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low signal and spanish software anomaly. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer that pump has received more than one alarm and the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to download to carelink pro due to alarm in pump history. The insulin pump alarmed due to corrupted file. The insulin pump passed self-test. No alarm noted during testing. The insulin pump received with cracked case at display window corner.